Event description:
It was reported that in (B)(6) the patient started to get a spinal headache, he could hardly walk, and the pain had come back like before he had the pump implanted. He was brought back to the operating room in (B)(6). A dye study was performed which showed that the catheter had become disconnected and it needed to be revised. He also had liquid in his back incision and it was all drained. The patient was taking oral oxycodone. This device system delivered morphine. Additional information was requested to clarify event details and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient started having headaches about a year and a half ago. They switched the patient from morphine to dilaudid at an unknown dose and concentration to see if that would help, but it did not. The patient's dentist then ordered a CT scan where they found oral cancer. It was noted that while the patient was diagnosed with oral cancer in (B)(6) 2016, they were "pretty positive" the patient had the cancer before the pump was implanted.